Event description:
It was reported to philips that the system failed to boot due to fv pc hardware issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fv pc and hard disk spare part. It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).